Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated (B)(6) results above the normal reference range generated by unicel dxc 880i synchron access clinical system for one patient. The results were reproducible, but dilution testing produced non-linear results. The results were not reported out of the laboratory. Subsequent testing on an alternate methodology produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. The customer sent the sample to bci for additional testing. Bci customer product line support (cpls) was able to reproduce the customer's results on the undiluted sample. Dilution testing by bci detected interference as the results were not linear. (B)(4) testing showed the presence of interfering substance since at least one of the (B)(4) blockers used in the test lowered the signal. Service was not dispatched for this event. The root cause for the event was a patient source interferent.